Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female who underwent a breast augmentation primary with a mentor memorygel 400cc silicone breast implant experienced bilateral capsular contracture grade iii, and right-sided symptomatic rupture post procedure. The issue was diagnosed in doctor¿s office, and during surgery. As a result, patient underwent bilateral replacements as follow: l/ 3507400bc, sn#: (B)(4), r/ cat#:3507400bc, sn#: (B)(4), bilateral capsulectomy, and bilateral mastopexy on september 2, 2022. This report relates to the left prosthesis.